Event description:
It was reported that the customer passed away due to gastroparesis, and she was having trouble breathing on her own. It was stated that the customer was not wearing the insulin pump at time of death. It was also reported that the customer was hospitalized due to high blood glucose on (B)(6), 3011 and released two days later. The caller stated that her glucose level was around 20mg/dl at time of her admission. Then the customer went back to the hospital on (B)(6), 2011 for the gastroparesis. It was stated that the customer was throwing up prior to her admission. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.